Event description:
It was reported that during a lap appendectomy, after a while, a gas leak occurred. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.